Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the device's keyboard failure. A field service engineer replaced the keyboard to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es system was showing offline and had a keyboard failure. The customer added that this malfunction caused a delay in dispensing medication to patient. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported by the customer that a pyxis medstation es system was showing offline, and had a keyboard failure. The customer reported that there was an ongoing delay with contrast dye when users were prevented from pulling the medications. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There was no report of impact on the patient or user.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the device's keyboard failure. A field service engineer replaced keyboard to resolve. Preventative maintenance was performed on the device. The system functioned as intended.